Manufacturer narrative:
The device is currently being returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a battery inoperable alarm resulting in an unexpected restart of the device. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by the resmed manufacturing facility in (B)(4) and an extensive engineering investigation was performed. The investigation determined that the device faults were due to a software problem. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).